Manufacturer narrative:
This supplemental report is being submitted based on review of the initial MDR filed on december 18, 2012. It has also been determined that add'l complains were needed to account for the reported number of pts allegedly infected by the scope.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2012-00481 to provide the initial results for the microbiological testing. The initial results from the independent laboratory shown no growth. The final results are pending, and this report will be supplemented as the final results become available.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain add'l info regarding this report. The user facility reported that all potentially affected pts had undergone ercp procedures and were transplant pts. The user facility reported that 6 ercp endoscopes were cultured and 1 of the endoscopes which is the subject device referenced in this report was found to have klebsiella pneumonia on two separate occasions after numerous cultures. Nevertheless, the user facility reported that there was no direct evidence of the infection being tied to any particular endoscope. As part of our investigation into this report, two olympus rep had been dispatched to the user facility to assess the facility's reprocessing practices and to perform a device eval. Additionally, the (B)(6) institute was also involved in the investigation. Olympus performed a visual inspection of the device referenced in this report with no major observation noted. The user facility's reprocessing practices was assessed with no major risk factor for k. Pneumonia transmission observed. The device was sent to an independent testing lab for microbiological testing. The results of the testing are pending, and the device has not yet been returned to olympus for a complete eval. This report will be supplement when the eval is complete.

Event description:
The user facility reported that 10-13 patients that had been examined with the subject device were potentially infected with klebsiella pneumonia. There was no info provided regarding what, if any treatment had been provided to the pts.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2012-00481 to provide the final result for the microbiological testing. The referenced device had undergone add'l testing with the disassembly of the air/water channels, suction channel and biopsy channel. The result of the final test was negative for the presence of klebsiella species. However, pseudomonas monteilii and pseudomonas putida were recovered from the suction channel.